Event description:
It was reported that during intra-op, laryngeal emg recording failure to right pre and post-dissection vagal stimulation with macroscopically intact recurrent nerve and preserved right postoperative laryngeal motility. In the same patient left vagal and recurrent stimulation gave a regular emg tracing. There was no patient injury reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found the reason for return could not be reproduced. The nim response 3.0 works normally. There were no deviati ons found. Software v3.1.0.5 gui v2015.10.9.918 dsp v2015.8.28.1058 is present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.